Event description:
During prep, the balloon ruptured. The balloon was removed and replaced with no harm to the patient. Clinical site notified the mfg rep directly. Manufacturer response for intravascular balloon, (brand not provided) (per site reporter).